Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips confirmed the reported issue. To resolve the issue, the transformer was replaced with a new one. After replacing the isolation transformer, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's isolation transformer was defective, preventing the system from powering on. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.